Event description:
It was reported that the wake button was sticking. There was no reported impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.